Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the constant downstream occlusion alarms caused by a failed downstream sensor. The downstream sensor has elevated signal levels which makes the pump more sensitive to downstream occlusions. The downstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion during testing. It was also reported that there was no pt involvement.